Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, pace impedance measurements of greater than 2,000 ohms, noise, oversensing, pacing inhibition with asystole greater than two seconds. It was noted that the noise and oversensing were due to electromagnetic interference and that the patient experienced syncope. A fracture was observed and the lead was surgically abandoned. The rv lead was replaced and the new rv lead remains in service. No additional adverse patient effects were reported.